Event description:
While ercp [endoscopic retrograde cholangiopancreatography] was performed in or [operating room], a bile duct metal stent release mechanism did not work during procedure. The technician had to remove the entire apparatus from the patient and opened a new product.